Manufacturer narrative:
(B)(4). The device is not available to be returned to baxter for an evaluation. Therefore, the reported condition of "ruptured reservoir" could not be confirmed. Should the device and/or additional information be received, a follow-up report will be submitted.

Event description:
It was reported to baxter (B)(4) that the reservoir of an infusor lv 5ml/hr device had ruptured during filling. It is unknown what the device was being filled with. There is no report of patient injury or medical intervention. No additional information is available.